Event description:
The device was used during a prostatectomy. Reportedly, plastic particles peeled off the instrument tip. The surgeon was able to retrieve the particles and complete the procedure without any pt injury.